Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that they saw high impedances (electrode 1 >4000 on all electrode pairings) during the procedure. When battery was placed into the lead and placed into the pocket, an impedance test was run and all electrodes paired with electrode 1 were over 4000. The battery was wiped off, the lead was re-inserted into the battery and tested again, but they had the same impedance issue. The battery was taken off lead again. They tested each electrode on the lead and saw bellows on all 4 electrodes. They placed onto battery again and impedance ran again, but had the same impedance issue. A new battery was opened and was then put on the battery, impedance test ran again and electrode 1 and zero came back with impedances over 4000. They repeated taking the battery off, testing each electrode, placing the battery back on, placing the communicator over the new battery, testing each program one through seven and saw bellows on all programs. The doctor closed the pocket with the new ins. The manufacturer representative (rep) tested the patient on all programs one through four post-op and set them on program 4 at 0.5. The cause was unknown. An additional surgical intervention was required that day when the patient was implanted with a different ins.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: surescan; product ID: 978b128 (lot: va30l1e); product type: 0200-lead; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4) :analysis information -- (B)(6) 2025 15:40:03 cst pli# 10 product ID#: 97800 h3: analysis of the ins (s/n nmg492375h) revealed that the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative ( rep). Regarding the "additional surgical intervention", they confirmed that the pocket was not reopened and a new ins was used. The testing was done prior to closing the incision. The lead was never retunneled.